Event description:
Customer stated that his girlfriend was doing a stretch on the massage table when the whole thing tipped over with her on it. He then proceed to push the table into a corner which secured it. Later he had an older gentleman turn from his back to stomach and the table tipped over causing him to hit his head.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.